Event description:
On 11/10/97 a false negative bhcg result was reported, which was run on the axsym analyzer. An initial result of 0.6 mlu/ml was generated and a 1:200 dilution gave <800 mlu/ml. According to the customer all controls were within range and flags were not given with the erratic results. The pt was redrawn and a result of 45,000 mlu/ml was received. The original sample was then retested twice, giving 27,000 and 23,980 mlu/ml. All results were given using the assay version 1.00.1 on the same reagent lot. The original sample was retested using current assay version 1.00.3 and gave a result of 24,571 mlu/ml. No report of injury. Review of the message history log did not reveal any probe crashes for 2 weeks prior to when the the initial sample was run.